Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result (health effect clinical code, health effect impact code). Additional information: h4:device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no illumination." The facility contact stated the lamp is not working properly; turned it on, but it doesn't turn on right away. Then, a few minutes later it will turn on." Involving pentax model ec38-i10cl-us/serial (B)(4). No further information was provided. Pentax has made a good faith effort attempt to collect additional information from the facility. No further information has been received to date. The device was returned to pentax. Pentax service inspectional findings included: fluid invasion in pve connector, passed dry/wet leak tests, light carrying bundle led light is not working, hole in # 1 remote control button cover, pve electrical connector frame mild corrosion. Repairs were performed on the device which included replacement of the following components: o-rings and seals, pcb for driver, connector frame assy. The device was shipped back to the facility. The device has been routinely serviced by pentax since install.